Event description:
The physician performed a cryoblation of a breast fibroadenoma in 2006 using the visica device. The pt was seen in the emergency room the next day. She had an elevated white count and a fever. The pt was given a "z pack" of zithromax and 5 days of erythromycin.

Manufacturer narrative:
Lot number unk, but was reported to be either v060501 (manufacture date 05/04/06, expiration date 11/4/06) or v060103 (manufacture date 3/2/06, expiration date 9/2/06). Lot records for both lot number were reviewed for these lots of material and sterilization dosage was confirmed.